Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Conclusion: a needle that was broken at the point end was submitted for this evaluation. A microscopic inspection revealed indents and scuff marks around the break area produced during handling by the surgical needle holders or some other gripping device. The needle fractured due to tensile overload generated during severe mechanical deformation, with signs of ductile failure. There are no signs of manufacturing defects found on the needle.

Event description:
It was reported that the patient underwent a cesarean section on (B)(6) 2014 and suture was used. During the procedure the tip of the needle broke off. The procedure was near completion when the event occurred and the product was used to complete the procedure. There are no adverse patient consequences reported.